Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly a new cartridge was loaded, and insulin delivery was resumed. It was also reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. There was no reported adverse effect to the customer's blood glucose level.